Event description:
It was stated that the lock cassette is not detected. After investigation found that pump does not detect that the lock is engaged. The lock sensor is defective. Based on this information, the event is considered reportable. The event did not involve a patient, and no additional adverse consequences were identified.

Manufacturer narrative:
A suspected product was returned for analysis. The event history log (ehl) was not reviewed. The device was visually inspected, and allegation was confirmed the lock sensor is defective. Lock sensor was replaced the device passed all functional testing after repair and was returned to the customer.